Manufacturer narrative:
The scope was returned to olympus for evaluation; however, the device evaluation is still in progress. The scope will be sent to an independent laboratory for microbial testing and ethylene oxide (eto) sterilization. As part of our investigation, an olympus endoscopy support specialist (ess) visited the user facility to observe the user facility¿s reprocessing practice on august 15, 2018. The ess noted a minor deviation as the reprocessing staff used a 60 cc or 20 cc (2x) syringe for flushing the elevator area after brushing. The ess advised the staff that the tjf-q180v instruction manual recommends that a 30 cc syringe be used to flush the elevator area following brushing. All other reprocessing steps were performed in accordance with the manufacturer¿s recommendations.

Event description:
Olympus was informed that a patient tested positive for enterococcus casseliflavis infection after undergoing an endoscopic retrograde cholangiopancreatography (ercp) procedure using a duodenovideoscope. The user facility reported that on (B)(6) 2018 upon admission a patient presented with a positive blood stream enterococcus casseliflavis infection, prior to undergoing an ercp on (B)(6) 2018. The same scope was used two days later on a second patient that has now tested positive for the same bacterium. The second patient¿s course of treatment and current condition is unknown. Additionally, the user facility¿s nurse reported that although the source of the second patient¿s infection is unknown the device cannot be ruled out as a contributing factor. The scope is pre-cleaned with an us endoscopy enzymatic sponge. The sponge is used to wipe the entire insertion tube, control section and boot toward and including the distal end of the scope. The distal end of the instrument is inserted into a container of freshly made enzymatic detergent solution. The suction valve is depressed and all of the detergent solution is aspirated into the instrument channel for 30 seconds (500 ml). This step is repeated and the elevator is continually moving up and down. The sponge and container are then discarded. The air/water channel-cleaning adapter is attached and depressed flush water for 30 seconds, then air for 30 seconds. The scope is placed in approved transport bin and transported to the endoscopic processing room. The facility utilizes an olympus oer-pro aer with acecide, endo quick and isopropyl alcohol to reprocess the scope. There are no issues noted with the facility¿s aer. The scope is stored in ventilated scope cabinet.

Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory results and to provide the evaluation findings. The scope was sent to an independent laboratory for microbial testing. The scope's auxiliary and instrument / suction channels, distal end and elevator mechanism were cultured and tested positive for the following microorganisms: bacillus species, dermacoccus nishlnomiyaensis, brachybacterium conglomeratum and brachybacterium paraconglomeratum. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. Olympus performed a visual inspection on the duodenoscope and found a greenish stains inside the biopsy channel wall at the bending section side when inspected. There were tear marks noted on the biopsy channel wall at the distal end side that resulted in a leak at the channel. There was no foreign material/substance found inside the suction channel, suction port, air/water port, elevator forcep raiser and nozzle when inspected with an olympus boroscope and telescope test equipment. Additionally, there were foreign substance/materials found on the bending section cover, bending section cover glue, insertion tube and objective lens/glue. Based on the evaluation findings, the greenish stain found on the biopsy channel wall and the noted tear marks on the biopsy channel are likely attributed to insufficient reprocessing and mishandling. The tjf-q180v instruction manual warns users ¿after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance.¿